Manufacturer narrative:
Bleeding is a known potential adverse effect related to the use of radiofrequency energy on tissue in the nose. Potential adverse effects are listed in the device labeling.

Event description:
Patient underwent vivaer and rhinaer procedure. Approximately one week post-procedure, the patient presented with bleeding around the nasal septum and turbinates. Those areas were cauterized in the physician's office. A few days later the patient presented to the emergency room with additional bleeding and had packing and was discharged. The patient experienced persistent bleeding and went to the operating room whereupon an area near the sphenopalatine artery was suctioned, cauterized and packed. The patient was reported to be doing well at the time of this report.